Event description:
This case was initially received via regulatory authority igj on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of headache ('huge headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced procedural pain ("placement was very painful") and complication of device insertion ("almost fainted during placement"). On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), depression ("depression"), panic attack ("panic attacks"), hyperventilation ("hyperventilation"), anxiety ("anxiety attacks"), vestibular disorder ("loss of vestibular organ"), neck pain ("pain in neck"), burnout syndrome ("burnout"), feeling abnormal ("brainfrog"), hemiparesis ("failure symptoms total right side of the body"), unevaluable event ("transitional complaints"), mood swings ("mood swings"), dysstasia ("being unable standing straight"), photophobia ("no longer able to tolerate light") and hyperacusis ("no longer able to tolerate sound"). The patient was treated with surgery (essure, the fallopian tubes and part of the uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the headache, dizziness, depression, panic attack, hyperventilation, anxiety, vestibular disorder, neck pain, burnout syndrome, feeling abnormal, hemiparesis, unevaluable event, mood swings, dysstasia, photophobia, hyperacusis, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for anxiety, burnout syndrome, complication of device insertion, depression, dizziness, dysstasia, feeling abnormal, headache, hemiparesis, hyperacusis, hyperventilation, mood swings, neck pain, panic attack, photophobia, procedural pain, unevaluable event and vestibular disorder with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.